Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following cataract surgery with intraocular lens (iol) implant procedure, after over a month sight was thrown off, blurred vision and constantly saw a mass of black dots or floaters. As per non-healthcare professional the lens was faulty. Additional information has been requested.

Manufacturer narrative:
Corrected information was provided in h.6. In initial MDR the FDA eval code b14 was reported in error. Additional information was provided in h.11. The product was not returned. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported visual complaint. The product was not returned. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The consumer was the reporter. Company is unable to provide medical advice or recommendations. Information was provided that the consumer has a six month follow up scheduled with the surgeon. The consumer indicated that the surgeon suggested reading glasses. The consumer further indicated that the issues and black spots with the second lens ¿in time they may go away¿. Due diligence has been performed in an attempt to obtain further information on this event. The consumer has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).